Manufacturer narrative:
The ise system is routinely calibrated every 8 hours followed by a qc run. Prior to this event, na qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and eic cup, and then verified that the analyzer was operating within specifications. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Some false na results were reported out of the lab. Patient samples were repeated and amended reports were issued on several patient results. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.